Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded and the proximal coil exposed at 11.6 cm to 11.8 cm from the connector pin due to friction to the device can. This would cause the reported noise and high threshold anomalies.

Event description:
It was reported that the right ventricular lead exhibited a high pacing threshold, high impedance and noise. The lead was explanted and replaced.